Manufacturer narrative:
Correction of initial report (initial reporters address). Additional information received from customer's medwatch.

Event description:
Per medwatch report: "event desc: connector broke off in the port of another IV tubing and left the port open which allowed air to enter the second IV tubing, possibly reaching the patient if not seen".

Manufacturer narrative:
The customer¿s report of the male luer breaking and becoming stuck in the top of the smartsite was confirmed. Visual inspection observed that the (suspect) tip of the male luer, below the spin collar, was broken off and stuck inside the top of the (concomitant) patient-end smartsite. There were several cracks present in the spin collar. The bottom edge of the spin collar was flared out. Functional testing was not performed due to the obvious damage. The root cause of the male luer breaking and becoming stuck in the top of the smartsite was not determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while infusing both heparin and nitroglycerine drips y'd together through the most distal port via a central venous access, a plastic piece from the male luer became lodged in the y-port of the tubing, leaving it open "to pull air toward the central line." The nurse was attempting to discontinue the heparin drip from the y-port, leaving the nitro drip to continue infusing. There was no reported difficulty while attempting to remove the tubing from the port. The pump was stopped before the air bubbles reached the patient's central line, however there was blood back up from it that leaked out the affected port. The central line was clamped and the tubing was subsequently replaced. There was no harm to the patient reported as a result of this event.